Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. The reporter stated that portions of the text on the display screen were not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during investigation, the pump powered on with a clear and legible display. The complaint of segments missing from the display text was not duplicated during the evaluation. There was no defect found. The complaint that segments of the text were missing was not duplicated during evaluation.